Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, during the introduction of the trocar in the abdomen, part of the blue plastic at the location of the blade of the device was detached and found in the patient's abdomen. The surgeon had to retrieve the piece of plastic in the abdomen.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.